Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The reason for reoperation is deflation.

Event description:
Healthcare professional reported a right side deflation. Device remains implanted.

Manufacturer narrative:
This report is submitted beyond 30 calendar days from allergan¿s receipt due to a system error preventing allergan from submitting reports via emdr. The system error has been resolved at this time and an investigation has been initiated into this occurrence. Additional/changed and/or corrected data : b.5., d.7., d.10., h.3., h.6. Device evaluation: visual analysis of the returned device identified flat creases and white particles on the device's inner surface. A leak test was performed which identified no leakage in the device. Fill inspection was performed and identified no blockage in the valve. Based on the device analysis the final assessment is: no were observed openings on the device or issues related with the complaint.

Event description:
Device has been explanted.